Event description:
A patient's one touch ultra meter was reading inaccurately high and they were hospitalized due to the meter readings. Medical affairs specialist was unable to reach the patient to obtain more information. Per documentation, the patient stated that they were feeling sweaty, shaky, and irritable. A result of 130 mg/dl is documented. They took insulin (dose and type unknown) and went into an insulin reaction and was unconscious. The hospital meter is documented as reading 26 mg/dl. The patient is 5 months pregnant and stated that they could have lost their child. The control solution test passed on their meter. This case is reported due to the patient being 5 months pregnant and going into an insulin reaction (taking insulin based on the meter reading). Sending letter to the patient to try and contact them).